Manufacturer narrative:
43. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device no longer had any voice prompts when the power was turned on. Without voice prompts, the end user would not be able to use the device on a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be the lid reed switch remaining in a shorted position when the device lid was opened. This caused the device to act as if the device is not completing a power on cycle. The customer received a replacement device.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.